Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction procedure, the aspiration ceased. The case was completed using manual aspiration. There was no harm to the patient.